Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for investigation as product location is unknown. Reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: item number: us257852, item name: magnum trispike cup 52odx46id, lot number: 498370, item number: 12-103208, item name: taperloc por red/dist 15.0x150, lot number: 651590, item number: 139254, item name: m2a-magnum 42-50 tpr insrt std, lot number: 601530. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02925. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left total hip revision approximately eight (8) years post-implantation due to elevated metal ions and pain. It is alleged that during the revision, there was a moderate amount of fluid, swollen peri-capsular tissue and inflammation. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Revision op notes confirm that the patient underwent a left hip osteoarthritis estimate blood loss 200 ml (wnl) left leg ¼ inch longer than right (preop) moderate amount of fluid at hip joint cultures collected for microbiology no complications, patient stable additional information provided did not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.